Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4195 lead, implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that during a routine follow up, it was noted upon interrogation that upon attempting to access the details of a high rate episode, the device exhibited 'invalid data'. It was determined that it was no longer to get the information after the message occurred in the episode. The device remains in use. No patient complications have been reported as a result of this event.